Manufacturer narrative:
The reported complaint could not be duplicated. The field service rep (fsr) replaced the air sensor, cable and air detect interface module for intermittent failure. The fsr tested the air system with the new components installed. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user was getting a continuous alarm on the air sensor. The device was not changed out, as the perfusionist turned the volume all the way down to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.